Event description:
Caller reported a malfunction in tandem source, which was identified as a pump issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Cts provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared.